Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been vibrating and saying no delivery. It would resume but would not deliver insulin. The customer's blood glucose level was 418 mg/dl. Troubleshooting was performed and insulin was able to exit. The customer stated the cannula was bent. The customer declined troubleshooting for the high blood glucose. The customer also reported that they were waking up with unexplainable low blood glucose. The customer had experienced a low blood glucose of 40 mg/dl and 47 mg/dl. The insulin pump's programming was reviewed and the customer reported that the programming was inaccurate. The customer stated that the insulin pump was set to am instead of pm. The customer corrected the programming. The customer was advised to monitor the insulin pump and blood glucose. The device will not be returned for analysis.